Event description:
It was reported that sensor needle snapped off and was still stuck in serter. It was also reported that sensor caused bleeding at site. Customer's blood glucose was 4.6 mmol/l. Sensor would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This complaint against the enlite inserting device; unable to confirm needle complaint due to customer did not return needles.